Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient went to roll over and felt a kind of sharp electrical pain in her spine area.

Event description:
Additional information received from the patient reported that she went to the emergency room (ER) about 3 months ago due to the device. The patient first experienced the sharp electrical pain on (B)(6) 2016. Steps taken to resolve the issue included the patient going to the ER on the same day but they did not know what to do with her. She gave them her card and told them she was experiencing sharp electrical pain that she had not had before since having the implant. They did an x-ray and the ER healthcare professional (hcp) said the pain was not due to the device and did not know what was causing the pain. The pain had not been resolved and she still had the pain. She turned her stimulation off but still had the pain. Upon discharge from the ER she went to her primary care physician (pcp) to get a referral to see a urologist and had an appointment scheduled for (B)(6) 2016. The patient did not have any falls before to experiencing the pain. Before the pain, the patient had c-diff, was hospitalized, they did some blood work, and a CT scan of the abdomen. It was verified that the CT scan, hospitalization and c-diff were not related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.